Manufacturer narrative:
A3b: gender: n/a. D2: product code: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972.

Event description:
The user facility reported that the product passed through a narrowed blood vessel. Thereafter, when trying to remove the product, there was a removal resistance, and the catheter was stretched. There was resistance, but it was eventually removed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. During cleaning, only the zizai (hereafter referred to as the involved device) itself was returned as the involved device. When water was injected using a syringe for the purpose of cleaning the involved device, there was resistance, and it was not possible to inject the water. For this reason, the device involved could not be cleaned normally. When observing the appearance of the involved device, catheter kinks were observed in multiple places of the involved device. In addition, a foreign substance clogging was found in the catheter near 5.6cm to 6.4cm from the distal tip. Foreign substances were observed adhering to the inner wall surface of the catheter from this clogging toward the distal side. Dimension measurement for the outer diameters of the involved device were measured to inspect for the following possibility. The outer diameter was measured to check for abnormalities that may cause the passage resistance, such as the abnormality of outer diameter, and to check for abnormalities that may cause tube deformations in the catheter, such as the thinness of resin. As a result, the outer diameters of the distal and proximal parts of the device involved were within our standard values, and no abnormalities were observed. In addition, the outer diameters of the kinked parts and deformed parts were outside our standard values. In our company, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records of lot 230800130, there were no abnormalities in the results of each inspection. There were no abnormalities that could cause the kink in the catheter. When observing the appearance of the involved device, catheter kinks were observed in multiple places of the involved device. In addition, a foreign substance clogging was found in the catheter near 5.6cm to 6.4cm from the distal tip. Foreign substances were observed adhering to the inner wall surface of the catheter from this clogging toward the distal side. As a result of the dimension measurement, the outer diameters of the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. In addition, the outer diameters of the kinked parts and deformed parts were outside our standard values. Since the involved device could not be cleaned, it was not possible to measure the inner diameter of the involved device. In our company, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records, there were no abnormalities in the results of each inspection. There were no abnormalities that could cause the deformation such as the kink of the catheter. From the above results, it was considered that the removal resistance that occurred in the involved device may have been caused by an increase in friction resistance with the guidewire due to the kinks that occurred in the involved device, or by an increase in removal resistance due to the outer diameter becoming larger because of the kinks. Based on the occurrence situation informed and the fact that the involved device was functioning normally at the beginning of the case, the catheter kink may have been caused by the operation during the procedure.